Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the following discrepant results: 8:51 - 9.2 mmol/l, 8:52 - 7.4 mmol/l, 8:53 - 8.9 mmol/l, 8:57 - 16.1 mmol/l, 9:03 - 3.5 mmol/l. No adverse event alleged. Strips are not available for return

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.